Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 775 mg/dl. The customer experienced nausea, diarrhea and fatigue. The customer was sick to her stomach and was not eating, either. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.